Manufacturer narrative:
H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is [patient and/or procedural] factors, including liver disease, and patient age at time of implant. DHR was not performed. A definitive root cause cannot be conclusively determined edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm magna ease aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. Patient presented with heart failure and shortness of failure. The procedure was performed with a 23mm 9750tfx transcatheter valve. This is a 29-year-old male.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm magna ease aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation the procedure was performed with a 23mm 9750tfx transcatheter valve.